Event description:
It was reported that the device detected an alert of reset. No exposure to electromagnetic interference was reported. The device was subsequently interrogated with no issues observed and would be monitored.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.